Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 473 mg/dl. Customer was treated by delivering bolus. Customer stated that after treating blood glucose went down to 325 mg/dl and 419 mg/dl. Customer stated that they had blood when she pulled the infusion set out from the body. Customers stated that insulin exited at quick release. Insulin pump will not be returned for analysis.